Manufacturer narrative:
PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaints reported for units within the same lot. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon used a ks-3ai, 25.0 diopter, which had possibly malfunctioned prior to delivery into the eye. This occurred on (B)(6) 2017. The lens was not implanted and there is no reported patient injury or contact. A back-up lens was implanted. As of the date of MDR submission, this lens has not been returned for evaluation. Attempts to reach complainant are on-going.

Manufacturer narrative:
The delivery system was returned in a biohazard bag. Visual inspection found the plunger overridden and clear residue on device. Product evaluation for the lens returned dry in a small vial. Visual inspection found the optic torn/split, cleard residue on lens surface, and the lens returned in two pieces. (B)(4).